Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called into technical services because they were unable to interrogate the patients implantable cardioverter defibrillator (ICD). Multiple attempts were made to interrogate, but they could not interrogate the device manually. The device was extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional environmental testing was performed to recreate a potential hybrid failure. Further analysis indicated shorting/low impedance in the hybrid the hybrid was subjected to 85c and 85% humidity and initially had nominal current drain. At approximately 20 minutes of biased exposure, the current increased to 4.2ma, and remained elevated. These findings are consistent with a current leakage path due to a conductive resistive short in the radio frequency module (rfm) substrate. No additional analysis was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device was inconclusive. Hybrid analysis revealed the device lost telemetry and function due to a severely depleted battery. The cause of the depletion was not determined. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition and no hybrid anomalies were observed. Battery analysis revealed no evidence of an internal short to account for the premature battery depletion. Backlit images of the anode found uniform lithium depletion with intact, thin lithium across the anode, typical of that found in depleted batteries. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. If information is provided in the future, a supplemental report will be issued.